Event description:
The account alleged that the head hi/low ran to the top and the foot was making a growing sound without anyone activating a button. No injuries reported.

Manufacturer narrative:
The account replaced the motor control board and the side rail interface board to resolve the issue.